Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, device manufacture date - correction, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and the tests failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 06/01/2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient was having a hyperglycemic event and passed out. The patient's wife heard the vibration coming from the patient's jacket and took a fingerstick reading. The fingerstick read 360mg/dl. The patient's wife used an insulin pump to correct the high blood glucose value. The patient was not hospitalized nor were the paramedics contacted. At the time of contact, the patient was doing well. Additionally, the patient tested the receiver's alerts and there was no audio. No further event or patient information was provided.

Manufacturer narrative:
(B)(4).